Event description:
"The customer reported that the rn drew up medication in a monoject 3 ml syringe with hypodermic safety needle 22 g x 1-1/2"" set. The rn removed the cap from the needle, and was preparing to inject the medication but before they injected the patient the needle fell off of the syringe onto the floor. They didn't lose any medication as they were able to get a sterile needle to put on the syringe and administer the medication. The rn supervisor states she verified with the rn that the rn did twist the needle onto the hub beforehand."

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 10228/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct brand name provided in the initial MDR. The previously reported was incorrect. The correct brand name is monoject.